Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product shows sign of repeated use and long spike is fractured. Device history record (DHR) was reviewed and no discrepancies were found. The reported lot was manufactured on march 04, 2009 and has therefore been in the field for approximately twelve years and four months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a right primary knee procedure, a spike from the nexgen spike arm (em tibial jig) broke off in the proximal tibia. The broken spike was retrieved from the patient. No impact to patient.